Manufacturer narrative:
The reported complaint was confirmed. As per log analysis, both blending gas and oxygen (o2) pressures are reported low multiple times before the perfusion screen is exited at 14:51:22. There is no way to tell from the log if the gas pressures were actually low or if there is a problem with the pressure transducers in the gas system. The field service representative (fsr) has already informed the customer regarding a pair of hemostats clamping off the fraction of inspired oxygen (fio2) tubing and the customer told him that they had to do that because there was 5+ liters of air coming out of the back of the electronic patient gas system (epgs) even when it was turned off. During the laboratory evaluation, the product surveillance technician (pst) connected the epgs to a system-1 simulator and central control monitor (ccm). He connected the epgs to o2 and air, entered a perfusion screen on the ccm and waited the 15 minute o2 sensor warm-up period and calibration of the o2 sensor was initiated and passed. The measurement of the direct current (d/c) output voltage from the o2 sensor at 5 liters per minute (l/min) and 100% o2 was 1.82 volts which is within the specification of 0.55-2.758 volts. Both the o2 and flow adjustments operated as designed and the o2 % and flow rate could both be adjusted with the ccm sliders and front panel knobs. During testing, it was noticed that when the o2 was set for 100%, the maximum output from the epgs as measured with an o2 analyzer was 92.7% with 99% being displayed on the ccm (specification for % o2 displayed value vs displayed setpoint is ± 7% at calibration flow and pressure). O2 sensor and software module were temporarly replaced but that did not increase the amount of o2% output measured with an oxygen analyzer. The maximum o2 output from the epgs set for 100% o2 was 92.7%. Tested the epgs for eight hours with no loss of control of the o2% or flow with the ccm controls or front panel knobs. The air valve was working and there was still flow. The pst visually checked internal connections with nothing observed that would cause failure. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The field service representative (fsr) performed corrective maintenance/inspection on the epgs. The fsr downloaded the data logs (gas system, arterial centrifugal, system configuration and 24-hour). The fsr was unable to calibrate the epgs. The fraction of inspired oxygen (fio2) was not responding to the front panel fio2 knob or central control monitor (ccm). The fsr removed the epgs and installed a reconditioned epgs. The reconditioned epgs would not calibrate. During troubleshooting, the fsr discovered the fio2 outlet on the back of the epgs had tubing installed and had a pair of hemostats clamping it off. The fsr removed the hemostats from the fio2 tubing and the epgs calibrated successfully. Corrective maintenance/inspection completed successfully. The unit operated to manufacturer specifications and was returned to clinical use. The suspect epgs was returned to the manufacturer for further evaluation.

Event description:
It was reported that during pre-cardiopulmonary bypass, the electronic patient gas system (epgs) air valve was not working. The user was not able to regulate the air in the blender. The device was not changed out, as they added a stand alone blender to use for the case. There was a delay of approximately 30 minutes. The surgical procedure was completed successfully. There was no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(6) 2015: according to another perfusionist (ccp), the epgs air valve was not working, which was discovered several hours after priming. The epgs successfully passed calibration. They received an error of ¿low oxygen flow¿ during the issue. There was approximately a 30 minute delay in the start of the procedure as the perfusion team was troubleshooting. Ultimately, they opted to use a stand-alone blender/flowmeter for the case. There was no impact to the patient as a result of the delay. The case was completed successfully, without associated blood loss. There was no harm observed.